Manufacturer narrative:
The device associated with this report was not returned for examination. The referenced lot code involved in the current complaint is part of the batches concerned by a recall. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. No corrective action required. Corrective action implemented in 2003-2004. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Neck fracture of the corail amt stem. Right side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.